Manufacturer narrative:
Note: product reference 4430409 is not cleared for sales in the USA, but its catheter is similar to the product reference 5433750. Cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch released in (B)(6) 2020. Investigation: the device was not returned for analysis. Two x-rays pictures were forwarded: picture 1 dated on (B)(6) 2020: taken just after the access port implantation. Access port placed vie jugular vein. No abnormality detected. Picture 2 dated on (B)(6) 2020: taken the day of dysfunction discovery. No leakage or catheter rupture is visible. The catheter seems to be still attached to the access port. No abnormality is visible on this picture. Conclusion, the elements in our possession do not allow us to confirm the incident nor to determine its root cause. This type of incident is a known potential adverse event of the implantation of access ports. This is a rare incident. No corrective action is envisaged. If new element become available in the future, we will re-open this complaint file.

Event description:
In an (B)(6) year-old child with an implantable access port in right jugular vein placed on (B)(6) 2020, it is noted on (B)(6) 2020 during a contrast medium injection, a leak of contrast media in the soft subcutaneous tissue next to the implantable access port. A further surgical intervention is scheduled for (B)(6) 2020. It is found that the catheter is broken near the access port connection. The patient presents with itching due to morphine treatment, which may be a factor favoring this incident. Re-operation for removal and new installation of implantable access port on the left side. This patient had already benefited from a reoperation for disconnection between the catheter and the implantable chamber on (B)(6) 2020.

Manufacturer narrative:
Complaint reopened on 25/08/2020 upon receipt of the complaint sample. Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch released in april 2020. Investigation results: we received for investigation one celsite st201f access port from batch nr 36962457 with its catheter and connection ring. Visual examination: pliers' marks are visible on the access port housing and on the exit cannula. The catheter is received cut in 2 pieces: a 1cm long piece of catheter still connected to the access port housing. This catheter segments presents 3 holes and pliers marks are visible at this level. The catheter is partially cut clear just after the exit cannula. The distal part of the catheter is 22cm long. No defect is visible on this catheter segment. The examination of fracture facies between the two catheter segments shows a cut clear beginning of break, due to a sharp object. Dimensional measures: we have measured the returned device. All measures conform to our specifications. X-ray pictures: two x-rays pictures were forwarded: picture 1 dated on (B)(6) 2020: taken just after the access port implantation. Access port placed via jugular vein. No abnormality detected. Picture 2 dated on (B)(6) 2020: taken the day of dysfunction discovery. No leakage or catheter rupture is visible. The catheter is in one piece; it is not detached from the access port. No abnormality is visible on this picture. Conclusion: no manufacturing defect has been detected on the returned sample. The catheter leak close to the housing observed only 5 days after the access port implantation results from the fact that it was damaged during the implantation procedure. Indeed, after the implantation, the proximal part of the catheter which is damaged is protected by the connection ring and can no longer be damaged in this way. In addition the catheter rupture facies close to the connection ring is partially cut clear by a sharp object. These elements show that the leakage observed 5 days after the implantation during a high pressure injection is due to extension of damages probably done during catheter mounting onto the exit cannula during the implantation procedure. The incident is not imputable to the device. This is a rare incident, no corrective action is envisaged. The IFU specifies: "during implantation ensure that the catheter is not damaged by unguarded forceps, suture needle or other sharp instruments."

Event description:
In an 18-year-old child with an implantable access port in right jugular vein placed on (B)(6) 2020, it is noted on (B)(6) 2020 during a contrast medium injection, a leak of contrast media in the soft subcutaneous tissue next to the implantable access port. A further surgical intervention is scheduled for (B)(6) 2020. It is found that the catheter is broken near the access port connection. The patient presents with itching due to morphine treatment, which may be a factor favoring this incident. Re-operation for removal and new installation of implantable access port on the left side. This patient had already benefited from a reoperation for disconnection between the catheter and the implantable chamber on (B)(6) 2020.